Event description:
It was reported that during a low anterior resection procedure, the anvil was seated in the proximal colon. They introduced the shaft and circular cartridge trans-anally. The instrument was connected. It was noted that it did not feel right. They proceeded to fire, but nothing happened. They realized that the anvil disconnected or was not connected properly. They went through the process again, attempted to fire and the staples came out unformed. They pulled a new instrument, fired it and it fired ok. The surgery was prolonged by an unspecified amount of time. The pt is currently stable.

Manufacturer narrative:
Date sent: 05/19/2009t6. Info anticipated, but unavailable at this time.